Manufacturer narrative:
The cause of the hemodynamic instability was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed femorally for a 73 year old female patient admitted in with cardiogenic shock and acute myocardial infarction. The underlying and pre-existing knowledge of small vasculature prompted the team to place a fem-fem bypass prior to the cp being placed. Any other cardiac and/or systemic comorbidities were not shared. On the day of implant the patient expired with hemodynamic instability. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.